Event description:
The healthcare facility reported that the child's device was explanted due to incorrect placement of the electrode array during an initial implant surgery. The pt was reimplanted with a new device during the same surgery.